Event description:
End user alleges that seat and pail fall apart from frame, it is not stable. She has had unit since (B)(6) 2015 and says seat has come off frame twice while on it. The dealer just replaced seat today to see if that helps with stability. Unable to find a lot # on unit.

Manufacturer narrative:
This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the invamex cfn/fei registration.